Event description:
It was stated that the buttons were not responding. Troubleshooting was performed, and the buttons remained unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty liquid crystal display board. Unable to verify the frozen display due to the blank display.